Event description:
It was reported the customer's battery compartment was damaged. The customer reported the spring in the battery compartment was ripped out. The customer stated the damage occurred when they were changing their battery. Customer's blood glucose was 213 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had a blank display due to a missing battery tube spring. The pump also had a cracked case at the display window corners.